Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments and analyzed. The primary finding was proxmial conductor wear. The distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead was removed and replaced due to high impedance and the lead integrity alert was triggered. It was also reported the patient has submitted the expenses incurred from the lead replacement. It was reported a feeling of heat around the defibrillator sight, feeling very hot to the touch and sharp poking feeling in the chest. The device is still in use. No futher patient complications were reported as a result of this event.